Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings:the alert date of the reported incident was on 07/23/2015. A review of the black box revealed the last basal delivery was on 07/13/2015 and the last bolus delivery was on 07/08/2015. The black box was able to download completely. The black box revealed a manual date change from 07/14/2015 at 09:15 to 07/13/2015 at 09:15. The pump was able to power on to the ¿verify¿ screen. The audible and vibrational alarm were found to be operational and functioning appropriately. All keypad buttons and the audio bolus button were found to be responsive to button presses. During the load step, the pump failed to detect the cartridge giving a ¿no cartridge detected¿ warning. A force sensor calibration test confirmed the sensor was not detecting correct force. The pump cover was removed; a cracked trace on the force sensor flex was found and therefore the remaining steps for the reported allegation of the inaccurate delivery issue was unable to be adequately investigated. Unrelated to the complaint, the display screen had a pinkish contrast. The battery cap and cartridge caps were not returned; therefore, test caps were used to complete testing.

Manufacturer narrative:
Follow up #2 submitted: 09/15/2015. Animas has received additional information regarding this complaint since the final report was submitted (B)(4) 2015. Additional information states that when the cannula is primed, the piston does not stop when the programmed amount of insulin has been reached and insulin distribution continues. Animas recognizes this issue as a ¿load step malfunction.¿ given this additional information, this complaint should have been categorized as prime/load step malfunction.